Manufacturer narrative:
Reference medwatch MFR # 2916596-2018-00492 for the report of suspected pump thrombus and pump exchange. (B)(4). Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient underwent a pump exchange on (B)(6) 2018 due to suspected pump thrombosis. It was reported that after the pump exchange, the patient experienced irreversible signs of a stroke and the family withdrew care. The patient expired on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
The device was not available for evaluation. A correlation between the device and the reported stroke cannot be conclusively determined. After waking up from a pump exchange, the patient experienced severe irreversible signs of a stroke. Therapy was withdrawn and the patient expired on (B)(6) 2018. Stroke is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.